Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that during insertion of the guide wire through the introducer needle the guide wire becomes jammed, this issue was confirmed. The customer returned one kinked guide wire. The introducer needle was not returned. The returned guide wire was examined and measured. Visual examination revealed the guide wire exhibited multiple bends/kinks from the distal weld to the middle of the wire. Microscopic examination confirmed eleven kinks in the wire some have offset coils also. Microscopic examination also confirmed that both welds were full and spherical. A manual tug test was performed and it revealed that both welds were intact. The kinks were measured from the distal weld to 28 cm from the distal weld. The length of the guide wire measured 45.4 cm and the outside diameter (od) measured 0.793 mm. Both measurements meet specification per the guide wire graphic (length: 450-458 mm and od: 0.788-0.826mm). The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize guide wire damage. A device history record review was performed with no relevant findings. Other remarks: the investigation found no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking during insertion could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00669.

Event description:
Vit was reported that in the or during insertion of the guide wire into the needle, the guide wire kinked. A second guide wire was also found with the same issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.